Event description:
The patient states that she is running a fever. She had a rash all over her neck incision and she took 2 benadryl. After the benadryl, the rash subsided but she had a fever. The patient's temperature was 99.6 degrees f. A nurse mentioned that the patient was seen later and did not have a fever then. Antibiotics were prescribed for the fever but no interventions were taken for the rash. No additional relevant information has been received. A review of device history records showed that both the lead and generator were sterilized prior to distribution.